Manufacturer narrative:
Medtronic rep verified settings and all were loaded as intended. Software behaving as designed. Site failed to verify registration after completing the registration step resulting in inaccuracy while navigating. No impact to pt outcome reported.

Event description:
Site reported that when the surgeon was navigating, he reported an inaccuracy. The surgeon opted to continue the ent case without navigation. No impact on pt outcome reported.